Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: method of use-posology: ¿ "this product is designed to be injected into the deep dermis, subcutaneously, or in the upper periostea by an authorized medical practitioner in accordance with local applicable regulation. In order to minimize the risks of potential complications and as precision is essential to a successful treatment, the product should be only used by medical practitioners who have appropriate training and experience in injection techniques for volume restoration. They have to be knowledgeable about the anatomy at and around the site of injection. ¿ juvéderm® voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise."

Event description:
Healthcare professional reported "I have had a juvéderm® voluma¿ with lidocaine 1ml blow whilst injecting." The event occurred while the needle was injected into the patient's cheek. When the healthcare professional pushed the plunger the filler went everywhere. No injury to patient or injecting physician. Packaged needle used for injection.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed to syringe.

Event description:
Healthcare professional reported "I have had a juvéderm® voluma¿ with lidocaine 1ml blow whilst injecting." The event occurred while the needle was injected into the patient's cheek. When the healthcare professional pushed the plunger the filler went everywhere. No injury to patient or injecting physician. Packaged needle used for injection.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip).

Event description:
Healthcare professional reported "I have had a juvéderm® voluma¿ with lidocaine 1ml blow whilst injecting." The event occurred while the needle was injected into the patient's cheek. When the healthcare professional pushed the plunger the filler went everywhere. No injury to patient or injecting physician. Packaged needle used for injection.